Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy, however a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.